Manufacturer narrative:
The device was in-use at the time of the event. The patient was placed on another bipap ventilator. Per gfe correspondences, the customer has confirmed no delay in therapy. There was no patient harm or injury reported. The blower assembly was returned for failure investigation. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
G4:16dec2020. B4:18dec2020. The device also experienced an unexpected shutdown with an alarm. There was a delay to patient therapy noted. The defective bipap ventilator was replaced with a working bipap ventilator to prevent further delay to therapy. There was no patient or user harm reported. The device was evaluated by a philips field service engineer (fse) who confirmed the reported issue via the event log. The fse replaced the motor controller pcba (printed circuit board assembly) and blower assembly. The unit was functionally tested and successfully passed all testing. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported that the ventilator was alarming and indicating that the blower temperature was high. The ventilator was in clinical use at the time the issue was discovered. There was no patient or user harm reported.